Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/14/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - was the sterility of the device compromised? - was the device used on the patient? If so, were there patient consequences? If yes, please specify. - are there any photos of the product? - name of procedure? - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Before use on the patient, product sealing condition was poor, not secure. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/24/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One winding former with a needle suture combination inside of the open overwrap packet for product code w736g. Upon initial inspection of the returned sample, it was noted that the tray was caught in the seal area. This condition caused the integrity of the packet to be compromised. Based on the information currently available, open seal was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.